Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the right femoral artery puncture site was examined via arteriogram after the sheath removal. A retrograde dissection was suspected. Subsequently, endovascular therapy was performed. The artery lumen was expanded, and hemostasis and adequate blood flow were confirmed. 16 days later, the patient was reported to be stable and discharged out of the hospital. No additional adverse patient effects were reported. Additional information was received that the right side was used for the access site. The minimum diameter of the access vessel was 5.7 millimeter¿s (mm). Additionally, it was reported that a stent was not placed in the femoral artery, but treatment was provided via balloon expansion. Per the physician, patient anatomy was not a contributing factor to the injury. No additional adverse patient effects were reported. Additional information was received that 2 years and 2 months following the implant of the valve, the patient died. The cause of death was unknown. Per the physician, it was unknown if the death was related to the valve. Additional information was received that per the physician, as the cause of death was unknown, the valve cannot be excluded as a contributing factor to the death.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the right femoral artery puncture site was examined via arteriogram after the sheath removal. A retrograde dissection was suspected. Subsequently, endovascular therapy was performed. The artery lumen was expanded, and hemostasis and adequate blood flow were confirmed. 16 days later, the patient was reported to be stable and discharged out of the hospital. No additional adverse patient effects were reported. Additional information was received that the right side was used for the access site. The minimum diameter of the access vessel was 5.7 millimeter¿s (mm). Additionally, it was reported that a stent was not placed in the femoral artery, but treatment was provided via balloon expansion. Per the physician, patient anatomy was not a contributing factor to the injury. No additional adverse patient effects were reported. Additional information was received that 2 years and 2 months following the implant of the valve, the patient died. The cause of death was unknown. Per the physician, it was unknown if the death was related to the valve.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.